Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Manufacturer narrative:
Device for this complaint was received and the investigation/inspection results for this complaint are received = 1x x-smart plus bearing retainer h1033c1051113 1x x-smart plus cartridge h1033c1051015 1x x-smart plus drive shaft h1033c1051022 1x x-smart plus head cap h1033c1051050 1x x-smart plus wave washer h1033c427a360 x-smart plus cartridge bad maintenance (user) there is some rust on the cartridge.

Event description:
It was reported that x-smart plus was not holding files and had bad sound. There is no injury to patient. As per customer: sound / file not holding.

Manufacturer narrative:
Contra angle won't hold files; no injury resulted. There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.